Event description:
It was reported that while inserting the screw, the screw head broke off. The surgeon was able to retrieve all parts of the screw from the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.